Event description:
The complaint was reported by a customer from USA. Delivery issue.

Manufacturer narrative:
Investigation type: eitan medical investigated the pump involved in this event. Investigation findings: the investigation established that due to obvious signs of misuse (corrosion and physical damage to the pump by the user), over delivery might have occurred. Conclusion: according to the event log, no irregularities were observed. The pump was physically investigated, and the investigation established that due to obvious signs of misuse (corrosion and physical damage to the pump by the user), over delivery might have occurred.

Event description:
This complaint was reported by a customer from USA. A delivery issue was reported. Human harm and medical intervention were described by the customer as the patient became hard to arouse, use of a non-rebreather, jaw thrusting and patient receiving narcan and a nasal airway.